Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was walking in her neighborhood and reported feeling completely normal, with no symptoms, eight days after sensor placement on the arm. At approximately 1:00 pm, she experienced a sudden loss of consciousness. Several neighbors witnessed the incident and immediately contacted emergency services and the patient¿s husband. Emergency medical personnel arrived promptly and initiated assessment and care in the ambulance. It was noted that the patient¿s wearable glucose monitoring device had malfunctioned, a failure she was unaware of prior to the episode. As a result, she did not receive any alerts regarding abnormal glucose levels. The patient was unable to recall her blood glucose (bg) level prior to receiving treatment. Approximately 10¿15 minutes after the onset, she regained consciousness. Paramedics administered three packets of glucose gel (20 grams each, totaling 60 grams). Her bg level subsequently stabilized at 85 mg/dl. The patient was not transported to the hospital, as paramedics were able to provide effective treatment and monitoring on-site. Following stabilization and a thorough evaluation, she was discharged from paramedic care and returned home. The patient has since reported feeling significantly better. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.